Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber and connector were returned; the connector is detached from the fiber; the total length of the fiber is 12 feet, connector not included in over-all length; the fiber is fractured and detached at the connector side; there is evidence of burn marks on the black tubing at the location of the fracture; the core fiber at black hole exhibits scratch marks; the sma is loose within the connector; the fiber proximal side (at the connector side) shows evidence of melting; the fiber distal tip shows usage; the glass fiber tip within the blue jacket is fractured; there is evidence of burn marks within the blue jacket at the distal fracture. Probable root cause: based on the device analysis, the product complaint could not be confirmed. The probable root cause of the failure is undetermined.

Event description:
It was reported that during a stones procedure, a sureflex fiber was connected to another brand of laser. The fiber was changing color at the connector . The nurse, when removing the fiber from the connector, sustained redness to his finger. The fiber was exchanged. The second fiber stopped working after a few minutes. The surgery was completed using another brand of fiber. Patient outcome: "no injury to the patient" was reported. This report is for the second fiber.